Event description:
During the operation, the ventricular threshold was tested at 1.0 with a pulse width of 0.4, showing good results. Three hours after the operation, the electrocardiogram (ECG) indicated pacing abnormalities. Programming revealed that the ventricular threshold had increased to 3.2 with a pulse width of 1.0. Twelve hours after the operation, the ECG again showed abnormalities, and programming showed that the ventricular threshold had increased to 5.2 with a pulse width of 1.0. The lead was explanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.